Event description:
It was reported that during a low anterior resection procedure, the consultant described that the instrument was placed below the cancer to be removed. Once fired, the consultant noticed that the device had divided but there were open wounds on the proximal and distal end of the reaction site. When felt by the surgeon, he felt staples within the rectum but these could not been seen visually. On inspection of the removed specimen, another consultant thought that they may be staples within the meso-rectum. The consultant said that the gun fired normally. The only abnormality was the pin, which the surgeon said felt loose when placing it on the tissue and which had to held in place to stop it from slipping down when positioning the device. When asked if the pin was sat in the small pocket on the anvil of the gun, the consultant was unable to confirm this. The consultant had to do a colo-anal join which the surgery was not happy with as the surgeon felt it was not as safe for the patient. Procedure was prolonged 90 minutes. No device will be returning.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2012. Information is unavailable; device was not returned for evaluation. Colo-anal join. No device will be returning. Additional information: is the "colo-anal join" the same as a colostomy? No. If yes, was the colostomy planned before the procedure? No. How was the patient impacted due to the device function? The surgeon believes that the join created is one that is more vulnerable to leaking. Were malformed staples present after the firing? No. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.